Event description:
It was reported that the intra-aortic balloon (iab) was used on the patient and the pump alarmed for a helium loss. As a result, a new iab was used on the patient. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. The root cause of the leak from the bifurcate adhesive is a result of manufacturing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrections have been established for this issue as a result of a non-conformance (nc), and this device was manufactured prior to the release of those corrections. Other remarks: additional information was received on the reported serial number. A correction was made that the serial number is (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was used on the patient and the pump alarmed for a helium loss. As a result, a new iab was used on the patient. There was no report of patient complications, serious injury or death.